Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Event description:
Patient reported right side "rippling and feels like they may be leaking", "anxiety", and "capsular contracture baker grade IV". Healthcare professional reported "rippling", "incorrect implant position", "doctor did not suspect or confirm a rupture ", "palpability of implant ripples", and "they are close together". Healthcare professional reported rupture during surgery. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/16/2012, 01/23/2013, 04/23/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of wrinkling and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anxiety" and capsular contracture baker grade IV.

Event description:
Patient reported left side "rippling and feels like they may be leaking", "anxiety", and "capsular contracture baker grade IV". Healthcare professional reported "rippling", "incorrect implant position", "doctor did not suspect or confirm a rupture ", "palpability of implant ripples", and "they are close together". Device remains implanted.